Manufacturer narrative:
The pump hast been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. Patient's response says patient had been swimming earlier today and when got out of the pool his pump screen said "locked" so replaced battery. The pump screen was blank except for the word animas across the front of screen. After rebooting pump with cts agent on the phone, the pump screen came back on but became "frozen' while on verify screen with no keypad buttons working/unresponsive. Wife also noticed a "fogginess" behind the display screen as well this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: a review of the black box showed a power on reset prior to a battery change after call service 012 and 052 alarms, and one unexplained power on reset. No moisture/corrosion was found in the battery compartment. No damage was found in the battery compartment or returned battery cap. The returned battery cap fully secured to the pump and powered it on. The pump cover was removed to find moisture ingress on the printed circuit board and internal components.